Event description:
The customer indicated that the device shut down unexpectedly during transport of a patient. The customer subsequently used this device (in his office) and did not have any other issues with it. There was no patient harm as a result of the reported event. Note pt identifier is unavailable.

Manufacturer narrative:
The device is a pt monitor and the actual device involved was evaluated. The complaint investigation did not confirm the user report that the monitor turned off during patient monitoring. The device was fully tested to welch allyn acceptance test specification and is ready for return shipment to the customer.